Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. He observed the electronic patient gas system (epgs) to function as intended throughout the evaluation, passing all calibrations.

Manufacturer narrative:
Corrected blocks: d10, h3 and h10. Correction from previously submitted medwatch: this complaint is related to (B)(4)/ medwatch #1828100-2019-00527. H3- 81 evaluation is in progress but not yet concluded. It was found on (B)(6) 2019 that the parts received were related to this complaint.

Manufacturer narrative:
The reported complaint was confirmed. The unit has reached its end of service life so no repairs will be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019, the only unusual log entry is oxygen (o2) sensor and blender disagree. The o2 sensor measured 13% higher than the blender set point. It is possible the leak heard in the air line may have contributed to the problem. The air input pressure never went below the 30 pound per square inch (psi) minimum. This complaint is related to cr-75249/ medwatch #1828100-2019-xxxxx.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, there was air flow leaking out of the air line port. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.